Manufacturer narrative:
This report is submitted on june 27, 2023.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2023, due to non-use.

Manufacturer narrative:
This report is submitted on august 25, 2023.